Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, cp had positioning issues due to being pulled out across the aortic valve (av) and unable to readvance. Another impella cp pump was replaced. No patient harm was reported.

Manufacturer narrative:
The cause of the positioning issue was use related since the pump pulled out during repositioning.